Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was inspected at medtronic and found strong odor of burnt electronics. The control board was replaced. The red and black valve connected to the peep valve were connected with reverse polarity. This improper connection may have caused l2 to overheat. The wires were reconnected with correct polarity and peep valve was replaced to resolve this issue. During quick check testing, the circuit check failed during the first part of the test and indicated a bad pump assembly. Pump was replaced for this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during servicing that when the ht70 plus ventilator ¿was opened, a strong odor of burned electronics was noticed. Component l2 on the control board has overheated at some point; the top of l2 is darkened from overheating¿. The ventilator was not in use on a patient at the time of the reported event.